Event description:
It was reported the customer was hospitalized for low blood glucose. Customer stated their blood glucose was between 20 mg/dl and 30 mg/dl. The customer stated they were sleeping and became unresponsive, prompting them to be hospitalized. Customer was hospitalized between (B)(6) 2014. The customer was treated and released from the hospital. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.